Event description:
It was reported that during a da vinci s hysterectomy procedure, the blade of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one scissor blade (left grip) is broken. The blade fractured at the cross section of the cable crimp. The fracture plane is straight. The cable crimp has slipped out of the swageless crimp pocket feature and the grip cable is wedged between the grips. The other blade exhibits indentation-like damage or pitting related to material removal near the tip. The instrument passed electrical continuity testing. No other damage was found. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.